Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was 313 mg/dl and 218 mg/dl within 10 minutes. (Does not meet the criteria for lifescan precision) this was compared to another meter with a result of 384 mg/dl. No medical attention was received. No action taken by the patient following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. With a new vial of test strips the control solution test was within range. Based on the information obtained from the patient there is indication the product malfunctioned. The meter and test strips were replaced and return expected. The control solution was replaced.